Event description:
It was reported that during review of medical records for per (B)(4), it was discovered the patient underwent a revision on (B)(6), 2012 due to poly liner wear and osteolysis. The femoral head and acetabular liner were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an 28mm 10 degree crossfire liner.an evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.